Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a suture break/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted with two proglide devices via a 6f sheath after an interventional procedure. Reportedly, a cuff miss was noted with both proglide devices. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.